Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the return reader no issues were observed, but observed burn marks on the usb port of the reader. The burn mark on the usb port enabled the reader log to be downloaded. An extended investigation also was performed on the returned reader. Performed a power consumption test on the returned reader and it was found to be within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. Thus, it was determined that the complaint was not confirmed as the reader was functioning as intended. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
Customer reported that the socket used to charge their freestyle libre reader "burnt." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the socket used to charge their freestyle libre reader "burnt." There was no report of death, serious injury, or mistreatment associated with this event.